Event description:
It was reported that the patient felt like the catheter had moved and experienced pain in the lower back. The patient also experienced return of symptoms including nausea and hot flashes. It was later reported that the catheter "popped out of spine." No further information was provided on this event. A follow-up report will be submitted if new information becomes available.

Event description:
The drug in the pump was unknown.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown, product type programmer, physician product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).